Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Event description:
A customer reported to baxter (B)(4) a one-link needle free IV connector in which there was an unknown amount of blood spilled when blood was drawn from the saf-t holder device ( the male luer adaptor). The alleged defect occurred during patient use. There were no reports of patient injury, medical intervention, or adverse events associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A labeling review was performed and the direction insert was found to be sufficient in providing information concerning luer connections prior to use. Additional information from this customer was received that determined that the customer was using large collection bottles that are not designed for the blood collection device. Therefore, root cause is determined to be use error.